Manufacturer narrative:
(B)(4). The reported setscrew anomaly was confirmed in the laboratory and was due to silicone, septum material inside the rv df-4 set screw hex cavity, which prevented full insertion of the torque driver.

Event description:
It was reported that when the physician attempted to connected the lead to the device, the set screw would not engage. The device was explanted and replaced after multiple unsuccessful attempts.